Event description:
It was reported that the patient had his spectra penile prosthesis removed in (B)(6) 2012 due to infection. In (B)(6) 2013, the patient had a new spectra device implanted. No add'l pt complications were reported.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.